Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event with an infusion set which fell off during use after being used for two hours. Patient's blood glucose level at the time of event was 200 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.